Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective therapy from the scs system. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed issue was resolved through ipg replacement on 10 aug 2018 (reference MFR. Report#: 3006705815-2018-01659).